Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that it was difficult to deflate the balloon of the catheter during a pretest.

Event description:
It was reported that it was difficult to deflate the balloon of the catheter during a pretest.

Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the returned sample noted one opened (without original packaging), 3-way temperature sensing silicone foley catheter. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). Balloon concentricity was observed to be 50:50. The balloon rested for 30 minutes without leaks and was unable to be deflated. The catheter balloon was dissected to find that the inflation notch was not completely perforated. Silicone covered most of the hole. This was out of specification, which stated, "verify that the eye punches are complete and notch according to the applicable drawing." Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be, ¿inadequate pressure on the machine to punch.¿ the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.